Event description:
As reported by the end user, during a graft thrombectomy procedure, a work horse ii pta balloon catheter "burst at a very low pressure". The balloon was removed without incident. There was no harm to the pt due to this event.

Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to the manufacture for evaluation; however to date the device has yet to be received, an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).